Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The unit calibrated to resolve the issue. No patient information is available.

Event description:
The hospital reported the unit stopped delivering volume during a case resulting in a loss of ventilation. There was no report of patient injury.